Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds. Moreover, x-ray showed that this ra lead appeared to have insulation kinked. Hence, this ra lead was capped. Additional information was received indicating that the ra lead conductor was not exposed. No additional adverse patient effects were reported.